Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation did identify an additional issue of video connector electrical contacts peeling and scratched. The most probable cause of the complaint is the video connector electrical contact damage, which may indicate that contact failure occurred when the processor was connected. As a result, normal communication was not possible. A definitive root cause could not be determined. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a defective image. There was no patient involvement.

Manufacturer narrative:
E1- (B)(6). E3- (B)(6). The product was previously sent for repair to olympus due to a defective image and was returned unrepaired as no issue was identified. However, the same issue occurred again. Therefore, a reinspection of the subject device for defective image was requested. Related patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the subject device had a defective image. There was no patient involvement.